Event description:
Follow- up information recieved for three patients that developed toxic anterior segment syndrome (tass) identified the intraocular lens as a possible contributing factor. This reprot is being submitted as a manufacturer numbr 1119421-2006-00234. The other manufacturer reprot number are: MDR # 1119421-2006-00235. MDR # 1119421-2006-00236. In this case tass developed in the first 24 hours following surgery. During surgery , the phaco tip engaged the iris once due to the density of the cataract. On postoperative day one fibrin was noted in the anterior chamber (ac) and, over the next few days, 3+ fine ac cells were observed. The patient was treated with a topical antibiotic and steroid. The tass resolved in one week with no sequelae. The surgeon reprots the cause of tass remains unknown.

Manufacturer narrative:
The compliant device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicated the product met release criteria. Sterilization batch records were reviewed and documentation indicated the cycle ran within all required parameters. There has been one similar complaint received for this lot number.